Event description:
It was reported that during a normal device check, this single chamber implantable cardioverter defibrillator (ICD) device was found to be in safety mode with limited critical therapy still available. The boston scientific representative provided the observed error codes to boston scientific technical services (ts). Ts discussed that these error codes indicate some kind of device memory corruption but the specific cause is not known at this time. Ts provided guidance that the device will need to be explanted and returned for analysis. Ts also discussed the device settings while in safety mode, noting the concerns with both unipolar pacing and sensing. The last remote device check showed the device was programmed to a ventricular-only pacing and sensing mode at 40 beats per minute with the patient receiving pacing therapy zero percent of the time. The device was subsequently explanted and replaced the following day with a different manufacturers device per the patients request. The device replacement procedure paperwork also indicated that the device was unable to be interrogated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a normal device check, this single chamber implantable cardioverter defibrillator (ICD) device was found to be in safety mode with limited critical therapy still available. The boston scientific representative provided the observed error codes to boston scientific technical services (ts). Ts discussed that these error codes indicate some kind of device memory corruption but the specific cause is not known at this time. Ts provided guidance that the device will need to be explanted and returned for analysis. Ts also discussed the device settings while in safety mode, noting the concerns with both unipolar pacing and sensing. The last remote device check showed the device was programmed to a ventricular-only pacing and sensing mode at 40 beats per minute with the patient receiving pacing therapy zero percent of the time. The device was subsequently explanted and replaced the following day with a different manufacturers device per the patients request. The device replacement procedure paperwork also indicated that the device was unable to be interrogated. No additional adverse patient effects were reported.